Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a tear in the pouch at the hub location. There were no crease (stress) lines visible on the pouch mylar film at the area of damage. There was no visible damage on the hub which indicates that the damage (tear) to the pouch was caused by an external factor as opposed to a result of the hub being forced through. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during unpacking of the device, it was noted that the device was protruding from the packaging. As the imager ii was removed from the delivery box, they found the device poking through the sterile packaging. This device was not used during a procedure and no patient contact with the device occurred, therefore, no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking of the device, it was noted that the device was protruding from the packaging. As the imager ii was removed from the delivery box, they found the device poking through the sterile packaging. This device was not used during a procedure and no patient contact with the device occurred, therefore, no patient complications were reported.